Event description:
An ep catheter lab nurse rec'd an electrical shock (as if a wall socket was the voltage source), when disconnecting the cordis cable between the ept switchbox (821t apm) and the biosense junction box. An ept generator and switchbox were connected to a biosense catheter, through the cable and junction box. A prucka junction box and prucka recording system were also used. The connection of all of this equipment is not recommended in ept products' user directions.